Event description:
The event is reported as: the neptune humidifier was involved in generating asystole alarm on the phillips monitor. Turning on the humidifier wipes out the EKG waveform.

Manufacturer narrative:
At the time of this report, the device sample was not returned for eval.